Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available. The device was not returned for evaluation.

Event description:
The patient experienced a medial tibia plateau fracture after 14 days of having a partial knee arthroplasty procedure done.